Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine nov 9th, had full hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("I still have is my hair falling out but not as much as before"), female sexual dysfunction ("also sex is better too and enjoyable") and urinary tract infection ("I did get uti after"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary tract infection outcome was unknown and the alopecia and female sexual dysfunction was resolving. The reporter considered alopecia, female sexual dysfunction, medical device removal and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report medical device removal, alopecia, female sexual dysfunction, urinary tract infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.